Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in hospital complaining of diaphragmatic stimulation. X-ray revealed the right ventricular lead was dislodged. The lead could not be removed. The lead was cut, capped and replaced with a new lead on (B)(6) 2016. The patient tolerated the procedure well.